Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise, inappropriate therapy and shock was observed on the ventricular channel. Noise could not be reproduced with testing. Lead measurements were normal and in range. Patient was presented in clinic for further evaluation non-sustained ventricular tachycardia was observed. Upon review, it was suspected that oversensing was due to myopotential inhibition. Rv lead diagnostics were stable. Programming changes were recommended. No further information available.

Event description:
New information received: rv lead was explanted due to the myopotential oversensing issue and a new lead was implanted. Patient was asymptomatic and stable post procedure.